Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6), 2026. The patient's blood glucose levels reached 865 mg/dl while wearing the pod on the leg between 24 and 36 hours. The pod needle deployed and the pod cannula did insert into the skin but the pod pink slide did not move forward, indicating a needle mechanism failure. Symptoms reported include dyskinesia, polydipsia, excessive thirst, dizziness, lethargy and loss of consciousness. The patient was treated with insulin drip. The patient was discharged on (B)(6) 2026. The pod was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.5 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Submitting a correction supplemental to correct the h6, specifically the medical device problem code and component code fields.